Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow keypad buttons were intermittently unresponsive. The patient denied damage to the pump and the pump was not exposed to moisture. The patient reportedly wore the pump clipped to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.